Manufacturer narrative:
Novo biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to novo biomedical that a consumer received a result of 63 mg/dl on their blood glucose meter. The consumer performed two more tests getting results of 143 mg/dl and 124 mg/dl within a 10 minute time period. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for eval.